Event description:
It was reported the patient had a communication problem. About ten minutes into recharging the day of current report, the patient was suddenly unable to connect with the recharger (insr) or programmer (pp). It was reported the implantable neurostimulator (ins) was just below ¼ when the patient started recharging. It was noted the patient used the ins "24/7" and last recharged 4 days ago. The last time stimulation was felt was the day of current report. It was reported the device recharges when antenna dial was in different positions. Upon palpation by the patient, no changes to the ins site were reported. Troubleshooting was performed, including a recharger reset, and the issue remained unresolved. It was later reported the patient spoke with the health care provider¿s office and they did not have a spare insr for the patient. The patient reportedly continued to get poor communication. It was later reported the recharging unit would not charge. Anomaly appeared to have occurred through product use. Analysis of the recharger found no issues during bench testing, and no issues with charging the ins or recharger or communications.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n279660, implanted: (B)(6) 2011, product type: accessory. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).